Event description:
Of the two endeavor sprint drug eluting stents implanted during the index procedure, one was implanted in the 1st diag branch and one in the rpda.

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted during index procedure. Cause of death provided as septic shock, cardiogenic shock and pneumonia. Investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4).

Event description:
Patient received an endeavor sprint stent to treat a coronary lesion. It is reported that the patient died approximately 8 months post index procedure. Cause of death is unknown.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).